Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a temperature (temp - no physical damage) issue. There was no indication that the product caused or contributed to an adverse event. This issue is being reported because there is the potential for the user to experience an injury to the skin due to increased pump temperature.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 06/09/2017 with the following findings: a review of the black box showed a power on reset power interruption at the time the overheating was reported. The black box verified the temperature was steady with no sudden drop prior to the power on reset event. The pump was run for 24 hours with the customer pump settings and no alarms, overheating, or power loss was duplicated. The pump electrical current draws were within specification. No evidence of moisture was found internally or in the battery compartment. The power flex and components were inspected with no defects. The battery was not returned with the pump.